Event description:
On (B)(6) 2012, the following information was reported to kci by the pt's family member: on (B)(6) 2012, v.a.c. Therapy was initiated. On (B)(6) 2012, the family member called to say that the power cord would not stay in the unit and the unit was not charging all weekend. The family member reported that the pt may now have an infection. Additional information received on 15 mar 2012: the home health case manager reported that on (B)(6) 2012, v.a.c. Therapy was placed on hold due to a wound infection to the pt's abdominal wound. The pt was placed on two antibiotics and dakin's solution to the wound. On an unk date, the infection resolved. On (B)(6) 2012, v.a.c. Therapy was re-started.

Manufacturer narrative:
On 31 jan 2012, the device was tested per quality control (qc) procedures and the unit passed qc checks and met specifications. On 23 feb 2012, the device was returned to kci and evaluated. Inspection, testing and evaluation of the device did not reveal any evidence of an operational or defect with the device. The device functioned as intended. This report is being filed due to potential use error. Device labeling, available in print and online, states: as with any wound treatment, clinicians and pts/ caregivers should frequently monitor the pt's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostasis hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.